Event description:
It was reported that there was no disposable pump won't run, air noted; patient not affected. The pump was alarming no disposable clamp tubing. The pump was powered off. The line was clamped, cassette removed, tubing massaged, green tab depressed, reconnected and powered on. The pump continued to double beep. The cassette was removed and the green tab was depressed while massaging the tubing. Air was noted. Reconnected but still alarming no disposable pump won't run. Powered off. Line was clamped. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.